Event description:
When dr attempted to charge the needle, the cannula would not retract separately from the stylet. The stylet does not remain extended but instead moves with the cannula. Rep is returning this failed needle for evaluation. This is from lot 1476/99. On another occasion the doctor felt the needle looked bent coming out of the packaging with the stylet angled out, too close to the longer edge of the cannula. When trying to charge the needle, the stylet would catch briefly on the edge of the cannula before retracting, causing the stylet to reverberate. This needle was then saved for manufacturer evaluation and not used on the pt. This needle is from lot 1476/99.